Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: d4 (expiration date) was updated to 14oct2024 as the incorrect expiration date was noted in previous reports.

Event description:
Procedure performed: partial nephrectomy event description: "dr. [Name] performed a partial nephrectomy on friday april 14th. Voyant was being used for the first time as a validation for an alternate to [competitor device]. The handpiece was used in accordance to IFU and the function of the device during the case was reported as very good. The only critique was that the tissue stuck to the jaws more than what he was used to. The patient was doing well at the end of the case. Upon arrival for another case monday morning, dr. [Name] reported to me that the patient had a bleed and had to go back into surgery on saturday to have the remainder of her kidney removed. He said that he had not had a bleed in 5 years and did not feel comfortable using voyant at this time." Product is not available for return. Additional information was received via email on 26apr2023 from [name], account manager, applied medical: "the patient went to ICU but was then doing well and sent to the floor. Patient is doing well. The remainder of the kidney removed due to the bleeding that occurred. Bleeding or tissue damage was not caused as a result of the tissue sticking to the jaws. There was only a little bit of sticking during the case, when the surgeon was sealing vessels in the kidney. The surgeon double sealed at most 4 times. For the majority of the case the surgeon did one seal. The sticking started about 2 hours after use. The case went exceptionally well. There were no issues during the case. There was just a little bit of tissue sticking to the jaws when the surgeon was transecting the kidney. The tissue was sticking only in the latter part of the case. Yes, the jaws of the device were cleaned during the procedure. The scrub nurse used a damp sponge. The nurse cleaned the jaws as needed. Yes the surgeon noticed an improvement when the jaws were cleaned. But, depending on the type of tissue, it required more cleaning. The jaws were not submerged in fluid at any point during activation prior to tissue sticking being observed. The patient had a tumour on her kidney, as such the surgeon was transecting part of the kidney with the tumour attached." Intervention: "the patient had a bleed and had to go back into surgery on saturday to have the remainder of her kidney removed." Patient status: "patient had to go back to the or to have the rest of her kidney removed." *updated patient status: "the patient went to ICU but was then doing well and sent to the floor. Patient is doing well."*

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: partial nephrectomy. Event description: "dr. [Name] performed a partial nephrectomy on (B)(6). Voyant was being used for the first time as a validation for an alternate to [competitor device]. The handpiece was used in accordance to IFU and the function of the device during the case was reported as very good. The only critique was that the tissue stuck to the jaws more than what he was used to. The patient was doing well at the end of the case. Upon arrival for another case monday morning, dr. [Name] reported to me that the patient had a bleed and had to go back into surgery on saturday to have the remainder of her kidney removed. He said that he had not had a bleed in 5 years and did not feel comfortable using voyant at this time." Product is not available for return. Additional information was received via email on 26apr2023 from account manager, applied medical: "the patient went to ICU but was then doing well and sent to the floor. Patient is doing well. The remainder of the kidney removed due to the bleeding that occurred. Bleeding or tissue damage was not caused as a result of the tissue sticking to the jaws. There was only a little bit of sticking during the case, when the surgeon was sealing vessels in the kidney. The surgeon double sealed at most 4 times. For the majority of the case the surgeon did one seal. The sticking started about 2 hours after use. The case went exceptionally well. There were no issues during the case. There was just a little bit of tissue sticking to the jaws when the surgeon was transecting the kidney. The tissue was sticking only in the latter part of the case. Yes, the jaws of the device were cleaned during the procedure. The scrub nurse used a damp sponge. The nurse cleaned the jaws as needed. Yes the surgeon noticed an improvement when the jaws were cleaned. But, depending on the type of tissue, it required more cleaning. The jaws were not submerged in fluid at any point during activation prior to tissue sticking being observed. The patient had a tumour on her kidney, as such the surgeon was transecting part of the kidney with the tumour attached." Intervention: "the patient had a bleed and had to go back into surgery on saturday to have the remainder of her kidney removed." Patient status: "patient had to go back to the or to have the rest of her kidney removed." *updated patient status: "the patient went to ICU but was then doing well and sent to the floor. Patient is doing well."